Event description:
It was reported that there might be an right ventricular (rv) lead perforation. No further information was provided. To date, the lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there might be an right ventricular (rv) lead perforation. The lead remains in service. No additional adverse patient effects were reported. Additional information received which indicated that the lead was out of service and remains implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there might be an right ventricular (rv) lead perforation. The lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that there might be an right ventricular (rv) lead perforation. The lead remains in service. No additional adverse patient effects were reported. Additional information received which indicated that the lead was out of service and remains implanted. Moreover, this lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Correction to field b2 outcomes attrib to adv event, b5 describe event or problem, f10 device codes, f10 impact codes, h6 impact codes and h6 device codes. The lead was returned severed approximately 60 millimeters from the terminal end. Only the proximal segment was returned-induced damage during explant. Coils and insulation cut with tool. Electrical continuity testing was performed indicating conductors are intact and the setscrew marks were in the correct location on the terminal pin.